Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm and hospitalized due to high blood glucose. Customer's blood glucose value was 28.9 mmol/l at the time of the incident. Another blood glucose level was 23.5 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as confusion, feeling unwell, nausea. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.